Event description:
When performing a egd procedure the distal tip of biopsy forceps came apart in patient while taking biopsy. We could not pull forceps out of scope due to damaging the scope. Md removed the scope and I cut the distal end with wire cutters and removed forceps. All broken parts were retrieved.